Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "low" on the continuous glucose monitor. Suspected cause was due to having a basal rate that was too high. Customer consumed carbohydrates and stopped insulin deliveries on the pump until their bg went up. Recommendation was made to consult with a healthcare provider to discuss settings.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.